Manufacturer narrative:
Analysis found one external insulation abrasion breaching the outer insulation and exposing the outer coil at 9.5 cm to 9.6 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device. The likely caused the reported complaint for the field.

Event description:
It was reported that the patient presented feeling lightheaded, the right ventricular lead exhibited noise. All other values were normal. The lead was explanted, the patient was upgraded to a ctr-p